Event description:
The hcp reported the patient was on vacation and missed her refill date of 10/07/2006. The patient was experiencing signs of underdose and withdrawal including an increase in pain, tachycardia, and anxiousness. The pump was reported to be alarming. A follow up report will be sent when additional information is received.